Manufacturer narrative:
It was reported that a revision surgery was performed due to a broken insert. The associated journey bcs articular insert was returned and evaluated. A lab analysis conducted during this investigation noted the articular surface of the insert shows signs of burnishing, deformation and discoloration on the condylar regions as well as around the base of the post that is fractured. The non-articular surface shows signs of deformation, discoloration, and foreign material. The anterior surface of the insert shows signs of deformation around the locking region, periphery of the insert, and along the post fracture. This examination noted the deformation around the periphery and locking region of the insert could possibly be due to explantation. The discoloration of the insert is likely due to the absorption of biological fluids. The cause of the tibial post fracture could not be determined from this analysis. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to a broken insert.